Event description:
New information received on (B)(4) 2019 indicating that the device was successfully upgraded after being restored to the original settings.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic for follow up and a firmware upgrade was performed for the pulse generator. The upgrade was not successful and the device went into backup vvi operations causing the patient to experience phrenic nerve stimulation. A device download was performed to restore the device back to the original settings. The patient was stable after the event.